Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient implanted with an impella cp had a "disconnected" alarm on the supporting automated impella controller. The pump was replaced to resolve the error. No patient harm was reported.

Manufacturer narrative:
The cause of the optical signal issue was not determined since product was not returned and insufficient clinical details were provided.